Event description:
International customer reported that a patient presented with inflammation of the vitreus humor and uvea approximately three days following cataract surgery. The patient was prescribed unspecified medication. The patient is reported as "recovered".

Manufacturer narrative:
Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.